Manufacturer narrative:
Com-(B)(4)

Event description:
Dexcom was made aware on 03/10/2018 that on (B)(6)2017 the patient experienced a loss of connection.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/10/2018 that on (B)(6) 2018 the patient experienced a loss of connection. No additional event or patient information is available. No product was provided for evaluation. Data was provided for evaluation. The reported loss of connection was confirmed via data. The probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and passed. A global transmitter functional test was performed and passed. A nordic bluetooth test and functional test were performed and passed. A share log review was performed and a loss of connection was observed in the logs. Confirmation of the complaint was confirmed. The probable cause could not be determined.